Event description:
Caller reportedly received the following results on two different inform meters using comfort curve strips within 10 minutes: 74 mg/dl (meter 1), 43 mg/dl (meter 2) meters in question have the following serial numbers: meter 1 - (B) (4) meter 2 - (B) (4) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device system for meter 1 ((B) (4), strip lot unknown, exp. Unknown). Reference medwatch report with (B) (4) for the suspect device system for meter 2.